Event description:
It was reported that the leadless pacemaker could not be released from the delivery catheter after fixation during an implant procedure. The device was retrieved, and a new one was successfully implanted. The patient was recovering.

Manufacturer narrative:
The reported event of separation failure could not be confirmed. The diameter of the docking button was measured and found to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.